Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip fracture occurred. During preparation of a 035/260/1mm amplatz super stiff guide wire, the tip of the wire was observed broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip unraveled. The device has the distal tip unraveled, the coil is kinked in the distal tip and the core wire is detached from the ball weld. The outer diameter of middle of the device and proximal section were within specification; however, the overall length and the outer diameter of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip fracture occurred. During preparation of a 035/260/1mm amplatz super stiff guide wire, the tip of the wire was observed broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.